Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, the power supply was beeping much quicker than normal. The hospital did not report any pt effects; the case had been completed. The hospital intends to return the product in question.